Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-09205, 1627487-2012-09206. The patient is implanted with two lamitrode leads (both from the same lot) and one exclaim lead. It was reported the patient has been experiencing voltage sensation at the ipg pocket site every 20-30 seconds which then turns into spasms. The patient noted the sensation is also felt when the system is not in use. Further investigations determined the patient's ipg battery is also low and she is without stimulation. The patient is working with her physician to determine the next course of action. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.